Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was used. The lens haptic broke. No pt contact. No further information available. Cause of broken haptic is unk.

Manufacturer narrative:
(B)(4) -break, haptic; break, optic. Evaluation results: a visual inspection of the returned product found the optic has tears. Loop haptic and piece of optic is torn off and missing. Lens was returned in liquid. Conclusions: multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).